Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a non-dependent asymptomatic patient presented through merlin.net transmission, an episode of supraventricular tachycardia was observed. Review of egm noted that the rhythm was vt but due to far-r oversensing, device reclassified the rhythm. Suggested programming changes will be made during patient's next follow-up visit. Patient's condition was fine.